Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke).

Event description:
Two stents were implanted during index procedure, one unk brand in the proximal lcx and one driver rapid exchange (rx) in the mid lcx. At 1 month f/u pt was asymptomatic / free of symptoms, at 6 month f/u pt's cardiac status was stable angina, at 1 yr f/u pt's cardiac status was unstable angina and at 1.5 and 2-year f/u's pt was asymptomatic / free of symptoms. It is reported that the pt suffered an ischemic stroke approx 29 months post index procedure. The pt was admitted with weakness in legs. Cat scan showed ischemic cerebral infraction. Mobility improved and the pt was discharged. Investigator indicated that there was no relationship to the study device. Pt was taking asa and clopidogrel 24 hrs before the event. At 2.5-year f/u pt was asymptomatic / free of symptoms.